Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the left ventricular lead exhibited loss of capture. A fluroscopy on (B)(6)-2014 revealed that the lead dislodged. The device was programmed with right ventricular pacing. No intervention had been reported.